Event description:
A malfunction alarm with code malf 9 was reported. There was no reported adverse impact to the customer's blood glucose. Customer support provided pump reset information, assisted with resetting the pump, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arise.